Manufacturer narrative:
Event conclusion: reliability assurance testing confirmed premature battery depletion. Battery status was found to measure elective replacement indicator (eri). With a replacement power source device operation and currents were within return specifications. Root cause for the premature battery depletion is inconclusive.

Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of premature battery depletion. The device reached elective replacement indicator (eri) in less than two years.